Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was playing competitive paintball when the pump touch screen became shattered. Additionally, the touch screen became unresponsive. Customer's blood glucose was 367 mg/dl. Reportedly, the customer reverted to a backup pump for insulin therapy.